Manufacturer narrative:
Device evaluated by MFR.: a promus premier ous mr 20 x 4.00mm stent delivery system, catheter was returned for analysis. A visual examination of the crimped stent identified no damages. The stent was securely crimped between both markerbands. The stent outer diameter was measured, and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no tip damage. The device was received in two sections as a result of a break in the hypotube. The break was located at 80.5cm distal to the distal end of the strain relief. An examination of the hypotube shaft found that both sections were kinked at various locations along their lengths. Visual, microscopic and tactile examinations of the distal extrusion identified no damage. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 20 x 4.00mm promus premier drug eluting stent was selected for used. However, after unpacking the package, it was found that the stent shaft was fractured distally. The device was replaced, and the procedure was completed with another of same device. There were no patient complications reported. Patient was stable.